Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl and then down to 480 mg/dl. Customer¿s current blood glucose was 98 mg/dl. The customer experienced symptoms such as slurring words, couldn't concentrate, urinating, throat hurt, thirst and abdominal pain. Customer was treated with insulin through an IV. Cause of hospitalization per health care provide were hypertension, diabetes mellitus, hypothyroidism, fracture of metatarsal neck, open reduction internal fixation fracture, diabetic neuropathy, history of renal transplant, gird, diabetes complications and hyperglycemia. The customer was wearing the pump at time of hospitalization. Customer reported bolus history displays all entries based on their recollection. There were no boluses given on the (B)(6) and customer advised this was because she was on shots and not using the pump. Assisted with performing the hp test. Test was passed. Advised to follow up with health care provider. Performed self-test as customer felt pump was not working and the self-test was successful. The insulin pump will not be returned for analysis.